Event description:
The reporter indicated the surgeon inserted a 12.6mm vticmo12.6 implantable collamer lens in the patient's right eye (od) but the lens tore/broke. The lens was removed with no apparent injury. The lens was exchanged for a longer lens.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No. Lens not returned. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).